Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm this event occurred during drain five of five while the patient was connected in peritoneal dialysis therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.